Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the agent received call from patient in regards to having issues with all the implants they had ever had since first getting them in 2003. Caller stated that they were told they shouldn't have had the device replaced this much. Caller stated that every three-four years they hit a plateau with the implant, and it seems like the machine was fighting them. Caller stated that the implant was good for about two years before it seemed like it needed to be replaced again. Caller stated that they were unsure what was causing this and have chalked it up to their other conditions. Caller stated that they were sold on the device believing it would help them, but it hasn't helped them in over the 20 years they've had it. Caller stated that they have never liked the implants, but hadn't found a alternative solution to their problem so they keep getting implanted. Caller stated that the devices will work for them for a year or two and then they won't be effective anymore. Patient stated that they were unsure if it was due to their walk and stated that they walk funny. Caller stated that their foot will literally stick out and that they walk like a penguin.